Manufacturer narrative:
Study event. There were no device malfunction reported. Dissection is a known possible adverse event associated with the use of this device as listed in the viatrac instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: dissection with placement of unplanned stent. Time of ae: post stent dilatation. It was reported that during a right internal carotid artery stenting procedure, after post stent dilatation, and after removal of the viatrac balloon, a dissection was noticed in the right common carotid artery, just proximal to the proximal margin of the stent. Reportedly, the dissection was "guide catheter induced". A second stent was placed to treat the dissection. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home.